Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. A high-pressure alarm was found in the event history log. Functional testing was unable to duplicate the reported problem; however, the ehl verified the issue. It was determined that the most probable cause is a defective downstream sensor. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an alarm. The event occurred while patient in use, no adverse patient effects were reported by the customer.